Manufacturer narrative:
On jan 7 2021, additional information was received indicating the patient underwent removal and replacement with non-mentor breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 9 2020, the mentor failure analysis lab received the device for evaluation. The device was identified as a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5911171. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.4 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with an unspecified mentor saline breast implant and experienced deflation post-operatively (side unknown), which was confirmed during a visual exam. As a result, the patient underwent removal on (B)(6) 2020.